Event description:
It was reported that, during implant testing, the shock impedance was 160 ohms. The doctor repositioned the electrode and the impedance remained at 160 ohms. During the procedure, the doctor was bending the electrode insertion tool near the handle, in an upward fashion, for the sternal tunneling. Next, the doctor used a straight insertion tool and the impedance dropped to 100 ohms. An x-ray shows the electrode hugging the sternum. A few weeks later at an office follow-up, the impedance had dropped to 85 ohms. Technical services advised that bending the insertion tool would limit or detract from being able to control the electrode along the sternum. There were no additional adverse patient effects. The system remains implanted.